Manufacturer narrative:
Visual inspection of the returned lens found that a tear was present throughout the trailing haptic plate. Also, it was noted that a portion of the trailing haptic plate was missing. The delivery device was not returned. Due to the torn condition of the lens, dimensional measurements could not be performed. However, one retain sample from lot # 016466 was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
It was reported that the back lens haptic became stuck in the injector during an attempted implantation of the crystalens iol. The incision was enlarged to remove the lens from the patient's eye. Please reference MDR #: 2031924-2011-00093.